Event description:
Pt had an eye area laceration. Dermabond topical skin adhesive was used to repair the laceration. Some of the adhesive got on the eyelashes. The eye was not closed shut. No treatment was required for the pt's eye or eyelashes. Pt was reported as "fine" after visiting the eye doctor.